Manufacturer narrative:
Five packaged 3ml syringes were received by bd (B)(4). The samples were visually evaluated. All five samples have varying amounts of missing print and ink smears. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed: bd canaan was able to confirm the customer's indicated failure. An absolute root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 3 ml bd luer-lok¿ syringe sterile, single use was found with volumetric inaccuracy. The markings on the side are missing and/or unclear. There was no report of injury or medical intervention.